Event description:
A doctor alleged that a patient had experienced the debonding of a porcelain crown repair after placement with the optibond fl product.

Manufacturer narrative:
Specific information with regard to patient's gender, age and weight were not provided. The doctor was not definitive as to whether or not the broken part was swallowed; however, it was confirmed that the patient was doing fine. The patient had returned on 10/10/13 and the procedure was repeated. To date, the patient is doing fine. The product was not returned; therefore, a retained sample was evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.